Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in pace impedances on the right ventricular (rv) lead and left ventricular (lv) lead. The impedances then became high and out of range at greater than 2500 ohms on both the rv and lv. These products remains in service and the patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated there was crosstalk oversensing occurring and loss of capture on the rv lead. When boston scientific technical services (ts) reviewed the episode, they noticed the rv pace impedances were still out of range at greater than 2500 ohms. At this time, the products remain in service. The patient was contacted to be brought in, but they are monitoring remotely instead as the patient is on hospice. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing continued to be observed. The oversensing resulted in pacing inhibition for greater than 2 seconds of asystole. A primary lead issue was identified. Surgical intervention was undertaken to surgically abandon and replace the lead. This device was explanted due to a therapy downgrade to a cardiac resynchronization therapy pacemaker (crt-p) during the procedure. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that this device was emitting tones and the health care professional (hcp) wanted to know how to program it off. Further review noted there was oversensed noise on the rv and right atrial (ra) channel from (B)(6) 2017. No noise has been observed since then. The products remain in service and the patient is being monitored remotely. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this patient has repeatedly skipped their previous appointments and now presented due to heart failure symptoms. The system was checked and rv pace impedances were still out of range, there was high thresholds and loss of capture. In addition, it was noted this patient's system was previously programmed to monitor only. Since the bi-ventricular pacing stopped, there have been rv intrinsic amplitude alerts observed. At this time, the patient was evaluated further and it was determined the heart failure symptoms were due to the patient's atrial fibrillation. Reprogramming was performed to increase rv and lv outputs. The patient is not dependent. No adverse patient effects were reported.

Event description:
Additional information was received which indicated reprogramming was performed. However, the patient then felt stimulation. Adjustments were again made to reprogramming which resolved the stimulation. The lv pace impedances are stable, but rv pace impedances are still fluctuating. Pocket manipulation was performed to test rv impedances, but no out of range values were observed. The products remain in service and the patient will be monitored. No adverse patient effects were reported.